Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported unintended movement and device causing damage are cascading events of the troubleshooting performed for the clip caught in anatomy. The reported clip caught in anatomy appears to be related to procedural conditions (caught on ridge of left atrial appendage during positioning). There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. An xtw clip (40612r1049) was inserted and deployed on the mitral valve, reducing mr to a grade of <1. The physician felt an additional clip was needed; therefore, an xt clip (40130r1102) was inserted and advanced into the left atrium (la). However, while in the la, the clip became caught on the left atrial appendage (laa). Troubleshooting was performed and the clip was freed from the laa. It was noted while troubleshooting, tension was built up on the device and after coming off the laa, the clip jumped rapidly and unexpectedly, hitting the anterior leaflet, causing the implanted xtw to come off the anterior leaflet and remain attached to the posterior leaflet (single leaflet device attachment/slda). The xt clip was not able to be implanted due to limited room to grasp medial or lateral of the xtw clip. Mr was still at a grade of <1 and xt clip was removed. To treat the slda, the physician decided to perform mitral valve replacement. There was no clinically significant delay in the procedure.